Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician loaded the first mesh leg assembly into the capio device. When the physician then attempted to throw the mesh leg through the patient's sacrospinous ligament, the capio device reportedly "did not catch the needle." Subsequently, during reloading of the capio device, the physician noted that "there was no bullet to reload." It was determined that the needle had detached inside the sacrospinous ligament as the mesh leg assembly was being pulled through the ligament using hemostats. The needle was not retrieved. Reportedly, resistance was experienced as the mesh leg assembly was being thrown through the tissue and the dilator tube "did bunch but very little ." No visible damage was observed on the capio device the procedure was completed with another uphold vaginal support system with no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should additional relevant details become available, a supplemental report will be submitted.